Event description:
It was reported that during a pta / stenting treatment procedure, the blue max balloon ruptured at 20 atms on the third inflation, and a portion of balloon material detached from the catheter. The first two inflations were to 24 atms. (The rated burst pressure for this device is 17 atms). The lesion being treated was a calcified, 70% in-stent restenotic lesion in the right subclavian artery. The physician used an 8 fr introducer sheath for vascular access and a .035 inch guide wire to cross the lesion. The blue max balloon catheter had been removed from the pt when it was noted that a portion of balloon material had detached, and remained inside the pt. The pt was taken to surgery and the balloon material was removed. Pt status is reported to be 'fine'.